Event description:
Same case as MFR #: 2134265-2010-02475. It was reported that during a rotablation atherectomy procedure a wire fracture occurred. The lesion being treated was located in the moderately tortuous and severely calcified 70-80% stenotic distal left main artery and the 95-99% stenotic proximal circumflex artery. The physician advanced the rotawire guide wire and 1.50mm rotalink burr to the lesion and completed five ablation runs at 150,000 rpms for six to ten seconds each pass. During the procedure the burr came into contact with the wire tip. During removal of the devices the tip of the rotawire guide wire broke off in a small branch vessel off of the obtuse marginal. Vessel size < 0.7mm. The tip of the wire was not retrieved. Physician feels wire fragment is secure. Patient status reported as "stable / fine".

Manufacturer narrative:
Device evaluation: visual inspection revealed that the wire kinked and fractured. The received wire measures approximately 231cm in length. The entire spring tip is missing and was not received for analysis. The wire is kinked approximately 117cm and 211cm from the separation point. The sems light optical image analysis revealed that the fracture site exhibited evidence of compression and tension indicative of a bending action. The core wire was split along the wires length; thus exposing the grain structure in a longitudinal direction indicative of a bending action. The fracture occurred as a result of a bending overload moment. The batch number is unknown; therefore the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B) (4). (B) (4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Same case as MFR #: 2134265-2010-02475. It was reported that during a rotablation atherectomy procedure, a wire fracture occurred. The lesion being treated was located in the moderately tortuous and severely calcified 70-80% stenotic distal left main artery and the 95-99% stenotic proximal circumflex artery. The physician advanced the rotawire guide wire and 1.50mm rotalink burr to the lesion and completed five ablation runs at 150,000 rpms for six to ten seconds each pass. During the procedure the burr came into contact with the wire tip. During removal of the devices the tip of the rotawire guide wire broke off in a small branch vessel off of the obtuse marginal. Vessel size < 0.7mm. The tip of the wire was not retrieved. Physician feels wire fragment is secure. Patient's status reported as "stable / fine".